Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via an email that for 2 units of ar-1360p, peek interference screw, sheathed, 6 x 23 mm, the first unit of ar-1360p's anchor broke during insertion and could not be inserted. A 2nd unit of ar-1360p was changed to but the same issue happened. This was detected during a patellar ligament reconstruction surgery. The procedure was completed successfully by using another brand's product. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1360p peek interference screw, sheathed, 6 × 23 mm, batch 15148096, was received for investigation. Visual evaluation under magnification noted: surface damage to the threads. Warping of the screw threads. Damage around the circumference of the dial end. Functional testing was not performed due to the condition of the device. Most likely cause: use-related factors, specifically excessive force applied during insertion, resulting in damage to the screw threads and dial end. The complaint allegation is confirmed based on the visual findings. Refer to the investigation images for supporting evidence.